Event description:
It was reported that the patient experienced urine leakage with an artificial urinary sphincter(aus) device. The patient was implanted with this device approximately 10-11 years ago and noticed small urine leakage for the past month. When the patient went to the physician, the physician manipulated the system and the device functioned normally. The leakage was reported to be 3-400ml per day. The device will be checked and erosion will be checked with a cystoscope.